Event description:
It was reported during dilatation of a stent in the aorta, blood was seen in the inflation device. Upon withdrawal of the balloon catheter it was noted the balloon was ripped. The procedure was successfully completed with this unit. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. It was indicated this device was used to dilate a stent in the aorta, which is not an indicated use of this device. The company believes the above factors contributed to this event and do not attribute it to the device. The company's directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel.